Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The date of the occurrence was reported as ¿was recently less than a month¿. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink solution set leaked. During patient infusion with normal saline, ¿the valve came out¿ and the saline leaked onto the floor. There was no patient injury or medical intervention associated with this event. No additional information is available.